Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient's father stated the cgm reading was 5.5 mmol/l but the bg was 2.2 mmol/l. The father treated the patient with 60 ml of glyco juice and a banana. Later the same day the patient went to the emergency room (ER) because of migraines and dizziness which are the symptoms he usually has with hypoglycemia. The patient was monitored for 5 hours but no additional treatment was provided. At the time of contact the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.